Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure effect: software does not boot or boot process cannot be completed. Root cause: improper contacting of the sd card in the socket on the esm board em10a01. Correction: tighten the springs of the sd card socket : see attachment. If failure persist replace esm. See (B)(4). Within the UDI-pi project, hamilton medical did realize that the reported device (brand name: hamilton-c2 / model number: 160008 / catalog number: 160008) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
The following was reported to hamilton medical ag: summary: startup failed several times when our service technician turned on the device to enter the service software.

Event description:
The following was reported to hamilton medical ag: summary: startup failed several times when our service technician turned on the device to enter the service software.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure effect: software does not boot or boot process cannot be completed. Root cause: improper contacting of the sd card in the socket on the esm board em10a01. Correction: tighten the springs of the sd card socket -> see attachment. If failure persist replace esm. See cer (B)(4).